Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A 1104b camino intracranial pressure monitoring kit was involved in an incident and was described as follows; a part of the device (part not specified) loosened during surgery. The product was in contact with the patient, but there is no information about whether the patient was injured or whether there was a delay of surgery time. Additional clinical information has been requested.